Event description:
It was reported that via merlin.net, non sustained lead noise due to post paced t wave oversensing was observed. Patient was asymptomatic. Recommended programming changes were made. Patient condition was good.